Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a failed sensor after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 09/04/2023, the patient received sensor fail alert on the receiver. While he got this error, the patient felt shaky and diaphoretic, so he took a finger stick and it was around 40 mg/dl. The patient self treated with 5 glucose tabs and a bottle of liquid glucose to alleviate the symptoms and treat the hypoglycemia. The patient did not attempted to replace the failed sensor. While dexcom receiver continued showing sensor fail, the patient waited half our and took another bg and it was 200mg/dl. There was no mention whether the patient self-treated the hyperglycemia. An hour after that, the bg went back to around 40 mg/dl again. There was no mention whether the patient self-treated the 2nd episode of hypoglycemia. The patient was scared, so he called an ambulance and was transported to the emergency department (ed). When he arrived at the emergency room, the bg was still at 40 mg/dl. The patient was treated with intravenous sugar water and was admitted. He was discharged 3 days later. At the time of the report, the patient was stable and fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.